Event description:
It was reported that the bd alaris smartsite gravity set had package open seal / sterility concerns. The following information was provided by the initial reporter: new packaging with the perforated opening. Saying it can cause cross contamination in the sterile field.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Manufacturer narrative:
One photo was received for quality evaluation. The photo received shows that the packaging was opened at the perforated end. The customer complaint of packaging issue was confirmed. The investigation was forwarded to manufacturing for root cause analysis. After the investigation, the possible root cause of the packaging damage could be related to an incorrect sealing process by the operator or issues with the sealing machine. No additional actions were taken at the production location of this product because this product will no longer be produced at that production location. Current work instructions have controls to assure the proper assembly between the components and correct packaging at the new production facility. A device history record review could not be performed because the lot number is unknown.